Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). This complaint is being closed since the products are not being returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that the back stop of the implant would not slip on two of the customer's true span 12 degree peeks. According to the reporter, there were totally 7 true span devices used in the procedure and the two reported had malfunction. It was reported that the implant would not seat behind the meniscus but it would slide back the hole with the needle when it was retrieved to deploy the 2nd implant and in both devices it was during the 1st implant. The same hole was used. There was no need for removal of the implants or any meniscus tissue damage. The case was completed with a competitor device. There were no patient consequences but a 5-minute delay was reported. The devices were discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.